Event description:
The report indicates that after insertion of the cannula into the carotid, blood leaked from a split in the cannula wire wound portion when the obturator was removed. The customer clamped the cannula to prevent more leakage, and the cannula was changed out for a new one. There was no reported complication to the pt.

Manufacturer narrative:
H6: eval method: device history reviewed. Result: device history review found the product met specifications when released for distribution. H3: anaysis: a gross examination shows a break in the cannula body between the spring wind near the tapered portion of the cannula. This would allow the reported leak. A thorough investigation has revealed the root cause of the leak in the cannula to be variable wall thickness on the cannula. When this occurs, flexing or bending of the cannula may cause a separation of the material between the spring winds in an area of minimal wall thickness, and a leak occurrs. Analysis has shown that when separation of the wall between the springs winds has occurred, the wall thickness in the area of the separation is thinner than the wall opposite the separation area. With the root cause identified, a formal corrective and preventative action plan has been developed and is currently in the process of implementation. Conclusion: reduced device performance occurred and was related to the event. No complication was reported to the pt.